Manufacturer narrative:
The preoperative diagnosis was menorrhagia. The balloon burst after the start button was hit. The catheter partly tore off from the shaft. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the catheter failed the leak test because the balloon was broken in zone a. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. During the procedure, the pressure and temperature kept fluctuating and all of a sudden the generator showed that it had overheated, even though the temperature was only 78 degrees celsius on the monitor. The generator cut out and catheter was removed, machine switched off and whole priming procedure was done again. At this stage the pressure did not want to rise, even though the surgeon had inserted about 25ml of fluid into the catheter. The catheter was again removed to check for leakages and inserted into patient. The physician tried to fill catheter, which did not want to inflate, and then suddenly the catheter burst while inside the patient. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.